Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via e mail that the reservoir contained air bubbles and that he couldn't get rid of them. Customer also indicated that he has experienced high blood glucose but did not indicate the blood glucose level. Customer's blood glucose was unknown at the time of the email. No further information was given.